Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulation (scs) system. X-rays confirmed the lead had migrated. Therefore, the patient underwent a lead revision procedure in which the lead was explanted. The procedure was completed successfully and there were no patient complications postoperatively. The explanted lead will not be returned as it was retained by the medical facility.

Event description:
It was reported that the spinal cord stimulation (scs) lead had migrated and the patient experienced inadequate pain relief. Therefore, the patient underwent a lead revision procedure in which the part of the lead was cut and explanted while the remainder of the lead remained in situ connected to the implantable pulse generator (ipg). The procedure was completed successfully and there were no patient complications postoperatively. The explanted portion of the lead will not be returned as it was disposed by the medical facility.

Manufacturer narrative:
Corrections to the initial MDR in blocks b5, d4, and h6. Block b3: exact date unknown, event occurred in april 2022.